Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic during a routine visit. During a device upgrade, the pacemaker went into back-up vvi. The rf antennae was left plugged in during the attempted upgrade and may have interfered with the strength of the telemetry connection. The device was restored with a device download. The patient was not symptomatic to the back-up operation.